Event description:
It was reported the patient was unable to make adjustments with or without the antenna attached. The patient was having problems with the ¿machine.¿ the patient was at a football game with their daughter and they got injured. The patient then picked up their daughter and hurt themselves. After the patient picked up their daughter they did not feel stimulation and they were in severe pain. They further noted the patient was feeling stimulation before picking up their daughter and they were feeling stimulation now but they could not adjust settings with the patient programmer. The patient did charge their stimulator and it was fully charged in six hours. The patient tried synching with the programmer and they received a poor communication message with antenna. Without the antenna they first received poor communication message. After trying again they were able to synch and increase stimulation to a comfortable level without the antenna. There was a suspected antenna jack issue. Stimulation was in the normal area and comfortable.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (b)(40, product type: recharger. (B)(4).